Manufacturer narrative:
(B)(4). Event date: only event year known: 2022. Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information: I spoke to the surgeon and the following was obtained; he stated the patient was having surgery due to perforated diverticulitis. He has fired the powered circular staplers on numerous occasions and is comfortable with all steps involved. He was down below for the first cdh29p staple firing. They attached the anvil to the trocar, and he tightened the adjusting knob to about the midline of the tissue compression scale. He waited 30 seconds before tightening another quarter turn. After firing the device, he opened the adjusting knob 2 full turns and started to rotate the device 90 degrees in both directions while removing it. He felt it was putting too much tension on the anastomosis. At this point, the assisting surgeon went below to attempt removal. The device was opened more, and 90-degree rotations were used when removing the device. Upon inspection, one of the donuts looked good while the other was thin. A leak test was performed, and failed anastomosis was noted. It is unknown at this time what other steps were discussed. More dissection was performed along the colon and a green contour stapler was used for another transection near the rectal stump. Eventually a second cdh29p was fired to complete the anastomosis. The surgeon felt the staples were still engaged after firing and didn't release. The staples seemed to still be in the stapler. It was noted the tissue slightly pulled into the stapler during the firing. When they removed the stapler, the purse string was pulled through the anastomosis and the donuts split in half. No further information is available at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? On the second attempt when the staple line dehisced was there any issues noted with staple formation? If so, please describe the shape and location. On the first attempt which resulted in ¿a staple line disruption¿, what is meant by staple line disruption? What purse string technique was used? Can more of a description be provided about the donuts that split? Is there a picture of the split donuts? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak? How was the leak addressed? Is the colostomy temporary or permanent? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported by the sales rep that during the anastomosis phase of a lar, a cdh29p was opened. The anvil was sewn in successfully. According to the operative report there were issues with a total of two cdh29p in this case. The first would not release the tissue and resulted in staple line disruption. On the second attempt the staple line dehisced. The surgery was delayed. Resulted with ostomy.

Manufacturer narrative:
(B)(4). Date sent: 05/20/2022 d4: batch # 240a64 please see attached user facility mw. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. When a test battery was inserted the green checkmark was illuminated indicating that the device achieved a full firing stroke. The device was reset, reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.